Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0401 captures the reportable investigation result of stent shaft break. Upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual analysis identified that the stent shaft was detached in half. The suture was returned cut and was not assembled on the device. Under magnification, the renal coil and the loops were in good condition. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it was possible to conclude that the issue could have been caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the stent shaft and is removed using excess force, the stent can get detached during the procedure affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris loop ureteral stent was used during a transurethral ureteroscopy holmium laser lithotripsy of left kidney stone procedure. During the procedure, when the stent was pulled, it was fractured. The procedure was completed with another of the same device and there were no patient complications reported. This event has been deemed reportable based on the reportable investigation result of stent shaft break.